Manufacturer narrative:
(B)(4).

Event description:
As per maude report received: during robotic video assisted thoracic surgery left lower lobectomy, the plastic yellow tiny piece broke off, discovered by surgeon inside thoracic cavity. This tiny piece broke out from the yellow shipping wedge of the device, and fell into the cavity. Successfully removed by surgeon. There was no harm to the patient. The yellow shipping wedge was removed from the stapler reload after being loaded to the stapler handle before the handle was closed, as per instruction from the company. This piece is really tiny, it is hard to find or be recognized. As further investigation, we found more broken yellow shipping wedges during other cases. It need to be attention to every users.

Event description:
According to the reporter, per additional information received, the shipping wedge was removed prior to loading and firing the device but was found inside the patient. There was no patient harm.